Manufacturer narrative:
Exemption number e2015055. Approx 3 devices were received for evaluation; 3 events were confirmed during testing. Approx 3 devices were found to be affected by fatigued or missing lever assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device had disassembled and ran without user activation. There was no patient involvement; no patient impact.